Event description:
It was reported by the customer, the instrument channel on evis exera iii gastrointestinal videoscope was clogged with glubran (surgical glue). During a therapeutic gastroscopy procedure, glubran glue was used to treat the bleeding gastric fundus varices and some glue was unintentionally aspirated by the medical operator. During reprocessing, some residue was found on the scope. No patient harm reported. During the evaluation of the device, it was noted foreign material was clogged at the j-channel, biopsy channel, and suction tube due to insufficient cleaning causing reprocessing issues. This report is to capture the reportable malfunctions of foreign material was clogged at the j-channel, biopsy channel, and suction tube due to insufficient cleaning causing reprocessing issues noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. Additional issues were noted. The air/water cylinder and s-cylinder had discoloration. The s-cover, grip, right/left knob and plastic distal end cover were shaved. The control unit had a crack. The switch box, objective lens, light guide lens, connecting tube, and up/down knob lever had a scratch. The plug unit and image guide protector were damaged. Due to a cut on the heat shrinking tube of forceps elevator lever, expected insulation capacity could not be obtained. The sc-case unit had a dent. Due to wear of the angle wire, the play of the up/down/right/left knob was out of the standard value. The bending tube was deformed. Adhesive on the bending section cover had a white-clouded area and was cracked and detached. The connecting tube had peeled coating and the universal cord was buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the clogged auxiliary and biopsy channel likely occurred from the facility staff not being trained in reprocessing and/or device handling in accordance with the instructions for use statement. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not withdraw the instrument from the endoscope quickly. This could scatter blood, mucus, or other patient debris and pose an infection control risk. Do not withdraw the instrument from the endoscope while the needle is extended. This could damage the endoscope or instrument. If resistance is too strong and withdrawal is difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal of the instrument could damage the instrument and/or endoscope. Avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids." Olympus will continue to monitor field performance for this device.